Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to having a history of massive obesity, pulmonary embolus, and being on coumadin. During placement of the filter via right common femoral vein, the filter was appropriately placed uneventfully in good position. A single spot film was done in the operating room which shows a vena cava filter at the level of l2. After the filter was placed, the physician proceeded to attempt laparoscopic gastric bypass procedure. However, the bypass was unable to be performed due of her body habitus and a realize band was inserted instead. According to the information received in the patient profile from (ppf), approximately on or about seven years and three days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc. The patient also reports to suffer from anxiety, stress, and pain. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms. According to the information received the patient became aware of the events approximately seven years and three days post implantation of the ivc filter. The patient also reports to experience anxiety, stress, and pain. The patient¿s medical history is significant for super morbidly obese, and pulmonary embolus (pe). The filter was placed prophylactically prior to gastric by-pass surgery. The filter was placed via the right common femoral vein and deployed in the appropriate position. A single spot film was done in the operating room which shows a vena cava filter at the level of l2. After the filter was placed, the physician proceeded to attempt laparoscopic gastric bypass procedure, however, the bypass was unable to be performed due of her body habitus and a realize band was inserted instead. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. A device malfunction has not been reported at this time. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. The anatomical location of the pain the patient is experiencing has not been reported. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.